Event description:
It was reported to philips that the system would not emit x-rays. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional the information collected the customer was performing a planned (non-emergency) treatment which was completed by using a portable c-arm. The philips field service engineer (fse) inspected the system onsite and confirmed that the system failed to produce x-rays. A review of the system logfile confirmed the reported malfunction. Upon functional testing, the found tripped switch on enf1 lateral and frontal which was caused due to loss in hospital power supply. To resolve the reported issue, the fse switched on and rebooted system after power back to hospital. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.